Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived onsite and inspected the integrated electro surgical unit (iesu) to make sure that the power cable was seated all the way and it was. The fse then tried multiple other receptacles to make sure it was not a bad power outlet and none of them would get the iesu to power on. Fse then swapped the iesu and tested it without error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have u-04 error logged on (B)(6) 2025 and m-b1 errors logged on (B)(6) 2025. M-32 error also logged in artemis. Inspection during failure analysis process was able to replicate the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer called technical support engineer (tse) to report that the erbe would not power on at system startup. Tse ask to move power connection to the wall, customer did and still no power. Customer could not find cable to connect backup generator at time of call. There was no report of patient involvement or patient injury.